Event description:
Reporter stated that the inform meter short-circuited. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
On april 6, 2010, we became aware of a complaint from the (B) (6) hospital and clinic pertaining to the death of a male farmer after an aortic dissection. The maquet cardiovascular regulatory department was notified by the local FDA office of the incident. During explant, mold was found by the graft. The mold was determined to be aspergillus. The maquet products were identified as hemashield 095108, 8mm x 15 cm and hemashield (B) (4), single branch 28 x 50 x 10. A cryolife product was also mentioned as being used in the procedure during the call but was unsure of the relationship. If any, to the complaint. This info was later submitted by the (B) (6) hospital and clinic on april 13, 2010 via a voluntary 3500a report. The user facility reported that it is possible (although has not been determined) that the allografts or other components may have caused this pt's aspergillus infection. Additional info obtained from (B) (6) on april 12, 2010: the pt initially underwent a repair of the aaa on (B) (6) 2010. The physician was dr (B) (6). The original facility was not reported. There were two maquet cardiovascular grafts used in the procedure, both with unk batch numbers. One device was a (B) (4), with an expiration date of january 1, 2014. The other was a (B) (4), with an expiration date of august 1, 2014. The procedure was completed successfully with these devices. Cryolife bioglue was also used during the procedure. There were no complications. The pt was later transferred to the (B) (6) hospital and clinic, exact date unk. The pt expired on (B) (6) 2010. (B) (6) also confirmed the original info reported to us on april 6, 2010 by the FDA representative. Being investigated.